Event description:
Report of delay in lidocaine drip during proximal occlusion alarm was received from a nurse of the cardio-vascular unit. Customer reported that during a code, the pump gave proximal occlusion alarms when setting up a lidocaine drip to be infused at 30 cc. Per hour. It was reported that the pt had already received an unspecified bolus dose of lidocaine to treat premature ventricular contractions which resolved the arrhythmias shortly following the administration. It took about 8-10 minutes to initiate the lidocaine drip after switching to 4 different tubing sets. The infusion was then started without further problems. Customer reported that the pt "did not throw anymore premature ventricular contractions while waiting for the drip to start". The pt was then transferred to intensive care unit due to the code situation. No additional info regarding the pt's medical condition was available.